Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 200-240mg/dl fasting. Verified the strips expire 7/15/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: 312mg/dl (B)(6) 2016 11:50:00 am fasting: no. 598mg/dl (B)(6) 2016 11:47:00 am fasting: no. Customer is concern with the two blood results that were taken on (B)(6) 2016, 598mg/dl at 11:47am and 312mg/dl at 11:50am. Customer calling need assistance with setting up the meter and running a blood test. Customer run a blood test and got 598mg/dl. Customer believes that result is too high. Customer have had the meter for about a week.